Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, the right atrial (ra) lead was unable to be implanted as the lead was failing to reach the right atrial appendage. The ra lead was not used. The physician continued to use another ra lead and completed the procedure. The patient was in stable condition and was discharged post-procedure.

Manufacturer narrative:
The reported event was unable to implant. A complete lead was returned in one piece. Electrical testing and visual inspection were normal with no anomalies found.